Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) had experienced oversensing and noise was observed on the shocking and rate electrograms. Further clincial information has been requested.